Event description:
During index procedure ,the patient had one assurant cobalt peripheral stent implanted to the right common iliac and one assurant cobalt peripheral stent implanted to the left common iliac. Approximately 2 years post index procedure, the patient was rehospitalized due to worsening peripheral vascular disease and aorta stenosis. Aortic catheter placement, abdominal aortogram and bilateral lower extremity arteriogram were performed. The procedure showed that the stents in the common iliac were patent. The common iliac arteries were diminutive compared to external iliac arteries. Patient was scheduled for aorto femoral bypass. The aorto femoral bypass was performed successfully with separate aortic endarterectomy, approximately 7.5 months later. The patient was discharged from hospital. Approximately 1 month later, the event was reported to be resolved.

Event description:
It is reported that approximately 10 months post index procedure the patient had restenosis of the right and left common iliac arteries. No intervention done.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion).